Manufacturer narrative:
(B)(4). One companion sample was returned for evaluation against the reported condition of a burst tubing. Visual and functional testing was performed per product specifications. No defects or abnormalities were noted during this evaluation. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set had a ruptured line. The customer stated that when the set was used at a rate of 4ml/hr, the IV would not withstand the pressure and the "line was blown." There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.